Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was returned for evaluation. The root cause of the low flows was due to patient condition related. Low volume / small left ventricle. Returned device operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, low flows and suction alarms occurred. The team attempted to troubleshoot the issue by administering additional volume to the patient. The patient had a small left ventricle with trabeculations noted. The decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.